Event description:
(B)(4). I first noticed that my memory was failing. I would joke about being "a (B)(6)with early-onset alzheimer's". Things have gone downhill from there. I've had at least one ovarian cyst, pain in the right side of my pelvic area, greatly reduced libido, fatigue, and various unexplained pain in my muscles and joints.

Event description:
(B)(4). Update: for over a month, I've noticed that my teeth, gums and jaw don't hurt anymore. My teeth and lower jaw used to ache, and it felt like all of my teeth were loose. I also have not taken any omeprazole since a few weeks after my hysterectomy, and my ulcer seems to have healed itself. I've taken very little ibuprofen or naproxen since my hysterectomy, only for normal aches and pains. I still have migraines, however, they don't seem to occur as often and most of the time they're not quite as bad. Overall, I'm seeing steady improvement.

Event description:
(B)(4). I am preparing for a hysterectomy and had a pelvic ultrasound done yesterday ((B)(6) 2016). The technicians located the left coil around where it's supposed to be (it's hard to tell via ultrasound) but the right coil has migrated and the technicians couldn't find it. I have to have an x-ray.

Event description:
(B)(4). I rode my horse for the first time since my hysterectomy ((B)(6)), on thursday, (B)(6). Here is what happened: omg, I did it!!!!!!!!!!! Today was one of the best days I've had in so long! The last time I felt really confident on a horse was about 13 years ago. (B)(6) and I took the horses out today and I not only mounted by myself (no help from (B)(6) or mounting block), and there was very little anxiety, even when (B)(6) gave me a bit of a hard time about what direction we were going (I won every battle, which is huge...I used to have full blown panic attacks when she fussed), and we only stopped riding because of the rain, not because I finally had a couple seconds when I felt calm ,so we could end on a positive note. I feel incredible!!!!!!

Event description:
(B)(4). I also have small blood clots during my period, and on the last day of each period the blood is brown and "stringy" (thick and almost mucous-like).

Event description:
#Medwatcher #followup4 #FDA mw5060442 #(B)(4). Edit: CT scan was on (B)(6).

Event description:
#Medwatcher #followup3 #fdamw5060442 #(B)(4). I had a CT scan on (B)(6) and my right coil is where it should be, it did not migrate. Hysterectomy is scheduled for (B)(6).

Event description:
#Medwatcher #followup5 #FDA mw5060442 #(B)(4). I had a hysterectomy with bilateral salpingectomy on (B)(6). Since then my memory is coming back (my husband doesn't have to remind me of things over and over), I have much more energy, my anxiety is diminished, and I've lost 4lbs. With no change in my diet or exercise. In general, I just plain feel amazing!

Event description:
(B)(4). Edit: my libido has returned, as well. Intercourse is no longer painful, and I don't suffer from bacterial vaginosis after intercourse and each month, like clockwork.

Event description:
(B)(4). I'm scheduled to have another surgery on (B)(6) 2017 to remove my ovaries. This is due to a haemorrhagic cyst, most likely caused by endometriosis which was found during my hysterectomy.